Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4):a review of the pump history indicated that rebooting had occurred. There was no visible damage found to the battery cap or compartment. The battery cap secured appropriately to the pump. The pump powered on normally with no alarms. The battery cap contacts were found to be within specifications. The pump was exercised for 24 hours with no power issues and no alarms occurring. The pump was opened and there was no damage found to the power circuit.